Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed on the device and integrity of the seal was tested with no issues found that could have caused or contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when connecting the minicap transfer set to the titanium adapter for the first time, it was found that the patient connector of the minicap transfer set would not screw tightly to the titanium adapter. The customer confirmed there was no issue with the titanium adapter. There was no patient involvement. No additional information is available.